Event description:
The following event was noted through a periodic article review. The article reported a case study of a patient who received two overlapping xience stents in a diffusely diseased first diagonal branch of the left anterior descending artery. Three days post procedure, the patient experienced chest pain and electrocardiographic abnormalities despite maximal medical therapy. Coronary angiography showed the distal stent had fractured into two separate pieces and was associated with intermittent kinking of the vessel, causing a transient sub-occlusion of the vessel. A non-abbott stent was implanted within the fractured stent. Patient was discharged six days later and remained asymptomatic at the three month follow-up. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of event changed from (B)(6) 2009. Date of stent implant changed from (B)(6) 2009.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon catheters: medtronic sprinter nc 2.5x12mm and 2.75x12mm; invatec falcon bravo 2x20mm. Aspirin, clopidogrel, beta blocker, ace-inhibitor, diuretic and statin therapy. The stent remains in the patient. The lot number was not provided. A follow-up will be submitted with all relevant information.

Event description:
The account alleged there is no audible alarm for the bed exit. No injuries.

Manufacturer narrative:
(B)(4). Stent fractures/separations can be a result of, but not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. Additional therapy was used to implant another stent within the fractured stent. Reportedly, the patient experienced chest pain and electrocardiographic abnormalities and angiography revealed intermittent kinking of the vessel causing a transient sub-occlusion of the vessel. It should be noted that the xience v instructions for use lists angina and occlusion as known risks associated with coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined.